Manufacturer narrative:
Follow-up #1: date of submission: 05/24/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: the pump would not power on for investigation due to issues reported on medwatch report # 2531779-2017-07614. Investigation of the alleged temperature issue was not able to be investigated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.